Manufacturer narrative:
The customer contacted siemens to report a spark was observed from the water purification module (wpm) area of a dimension vista 500 instrument during routine maintenance. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the top of the wpm caught on a wire hanging in the instrument, causing a spark. The cse noted that the wire in question came from j64 which is a power jack to four control area network (can) boards and is the input power carrying 24 volts dc underneath the sample handler. The cse corrected the problem by repairing the wire and re-seating the wire into the wire captures. The cse rebooted the instrument and allowed it warm up. The cause of the spark was due to the wpm catching on an unsecured electrical wire. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A spark was observed from the water purification module (wpm) area of a dimension vista 500 instrument during routine maintenance by the customer. After the spark was observed the instrument displayed a red error state and was not functional. There are no known reports of patient intervention or adverse health consequences due to the spark.